Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the surgeon had patient present with hip pain. The x-rays looked okay. Revision surgery was scheduled. Hip had local tissue reaction to metal debris. Restoration modular stem was implanted.

Manufacturer narrative:
An event regarding altr and metal debris involving an accolade stem was reported. The event could not be confirmed for altr but was confirmed for wear(material loss). Method & results: -device evaluation and results: a visual inspection noted: all surfaces of the trunnion exhibited wear from movement against the accolade head taper, with predominant material loss on the medial and lateral sides. A material analysis concluded that: movement between the lfit head taper and the accolade stem trunnion caused wear and material loss within the taper junction. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: insufficient information was received for review with a clinical consultant. -device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies -complaint history review: there have been no other events for the reported lot. Conclusions: the exact root cause of the event could not be determined based on the information provided. The material analysis report concluded that "movement between the lfit head taper and the accolade stem trunnion caused wear and material loss within the taper junction. No material or manufacturing defects were observed on the surfaces examined." Additional information, including, x-rays, pathology report, operative reports and progress notes are needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
It was reported that the surgeon had patient present with hip pain. The x-rays looked okay. Revision surgery was scheduled. Hip had local tissue reaction to metal debris. Restoration modular stem was implanted.